Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that when the nurse attempted to disconnect the tubing from the j-loop, which was connected to the patient, at this point the male end cracked leaving in the j-loop. The nurse was then required to take the IV out of the patient.